Event description:
It was reported that the patient began to experience lack of pain relief and withdrawal symptoms. When the pump was inquired, the programmer displayed an error message. The pump was explanted on (B)(6) 2015 and was returned for evaluation.

Manufacturer narrative:
Device evaluation summary:the returned pump was subjected to external examinations, as well as, functional and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed.(B)(4)

Manufacturer narrative:
The device is being investigated. When the investigation is complete, a supplemental MDR will be filed. Internal complaint number: (B)(4).